Event description:
New information received indicated that programming changes were successfully made.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. No interventions were reported. The patient was stable.